Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for rubber stopper issues with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion - this occurred during the stopper/shield assembly process. The stopper was pushed in crooked.

Event description:
It was reported that a rubber stopper of the bd vacutainer® glass westergren blood sedimentation rate determination tubes was assembled in the wrong direction. No injury or medical intervention reported.